Event description:
A report of a suspected lead malfunction was received by MFR. Subsequent follow-up info obtained indicated that there was no lead malfunction or discontinuity. It was reported at that time that the pt underwent generator replacement surgery due to end of service and that the lead in question was not malfunctioning and was not explanted. Incident eval was re-initiated upon return and analysis of the aforementioned lead. Further follow-up revealed that neurosurgeon noted 2 or 3 breaks in the lead while performing generator replacement surgery and therefore replaced the lead as well. Analysis of the lead did not reveal any discontinuities in the portions that were returned. The lead electrodes were not returned for analysis. Investigation to date has been unable to determine the nature of cause of the alleged lead breaks reportedly noted by neurosurgeon.